Manufacturer narrative:
The user facility list three possible lots number for the reported device defect. Lot# 12ae03, 14et04. The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: the customer alleges that when placing the attachment/ extension piece of the double lumen tube; the swivel connector broke from the attachment place. A new extension piece was used. No patient injury reported.